Event description:
It was reported that the intra-aortic balloon (iab) was inserted. On thursday, february 19th, the pump (iap-0400) alarmed with "drain failure and leak." At the same time, blood and fluid were found in the tubing. The md removed the iab and did not insert another, because there was "no need for treatment." The iab that was removed from the patient was checked and the customer found that the central lumen was leaking. There was no reported patient injury.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.